Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, an evaluation of the device and a review of the device history record (DHR) were conducted. The device was returned for evaluation and repair. The evaluation confirmed the user report. The main switch was stuck in the depressed state and was an old version switch. The evaluation also found a worn out scope socket. The required parts were replaced. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause was determined to be fatigue due to long term use and user handling. It has been almost 9 years since the device was manufactured. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the front on and off button of the visera elite xenon light source was no longer working during preparation prior to a diagnostic procedure. The customer reported the button was flush inside the button case. It was later reported the problem was first noticed after a procedure on (B)(6) 2021. The customer also reported the device was never dropped. As reported, there was no patient involvement or impact to patient care due to this event.